Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an overload fault error message and then shut down. There is no report of pt injury associated with this event.